Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: consumer: patient. D10 ¿ medical products rt mand item # 01-6545, lot # 563570c; 45mm rt narrow mand, lf mand item # 01-6546, lot # 555840c; 45mm lft narrow mand, rt fossa item # 24-6562, lot# 641670b; tmj sm rt fossa comp, lft fossa item #24-6563, lot # 646170a; tmj sm lft fossa comp. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00012, 0001032347-2024-00013, 0001032347-2024-00014, 0001032347-2024-00015.

Event description:
It was reported that a patient underwent a tmj arthroplasty. Subsequently, the patient has a follow up with the oral surgeon because of an unknown issue with the implant. No further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h6, and h10.

Event description:
It is further reported by the patient that both sides of her mouth are a little tight which results in not being able to open her mouth as wide. She has a dull pain all the time and it¿s hard to eat. She is waiting to see her dentist in the next few weeks to get a referral to a surgeon.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h6 and h10. Additional information received does not change the complaint investigation; a definitive root cause remains unknown.

Event description:
It is further reported that the patient communicated that they have not seen a surgeon for a follow-up yet. Patient will contact us once they have seen a surgeon and determined what treatment is needed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.